Event description:
It was reported that the patient was no longer feeling stim sensation and was wondering if that had anything to do with the fact that it was not working as good as it used to. The patient was experiencing a loss of therapeutic effect. It used to prevent any leakage for about 6 hours but now it had reduced to about 3.5 hours. They just came back from urologist and they turned stim up from 1.7v to 1.9v, but she was still not feeling anything. The caller was wondering if he should turn it up gradually. Patient services assisted caller with troubleshooting over the phone. They were on program 1- 1.9v. After reviewing implantable neurostimulator (ins) on/off buttons and icons, it was determined that stim was off. Patient services walked the caller though how to turn stim back on. The patient stated she could now feel stim. The caller stated they do not know how the ins got turned off or how the hcp (healthcare provider) missed that today. Compatibility guidelines were requested for the following: MRI. Caller states they wanted to do MRI to test for ischemic stroke but technician denied them and instead they did a CT scan. Caller would like to review MRI guidelines for future reference. The area to be scanned is the head / brain. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause was not determined; it was device related. Reprogramming was needed. The patient was helped by customer service and all was working properly again. The date was noted as 2015-3-23. The healthcare provider noted that they had changed the lead in office but that did not seem to help. The patient had experienced a sudden loss of therapeutic effect. The patient experienced a sudden loss of stimulation. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va086fc, implanted: (B)(6) 2013, product type: lead. (B)(4).